Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient expired. (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. The 90% stenosed and 7mm long target lesion was located in the right coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of an ion mr 12mm x 3.00mm stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the patient expired at home. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. Death date: 2012. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported as per death certificate, "cardiac arrest, cause unknown" was the primary cause of death.

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. (B)(4).